Event description:
Please refer importer report # (B)(4).

Manufacturer narrative:
Document review: gmk primary cemented fixed tibial tray size 4 left. Code (B)(4) / lot 100390 ((B)(4) times produced): all parameters were found to be in accordance with the specifications valid at the time of mfg. All the items belonging to this lot have been already sold and no similar incidents have been reported. On the basis of the data collected, we have no evidences that the problem is device related.